Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain and pancreatitis. It was reported that the hcp was calling for a list of pump managing physicians in the area. Technical services (ts) directed the hcp to the locator website. It was reported that the patient moved states and their pump was last filled in may of this year and they were told they would not need to be filled until (B)(6) 2024. The patient went and saw a neurosurgeon who specializes in mdt pumps in the last two weeks and they told the patient they would be due for a refill in january. It was reported the patient was seeking a new physician because they were told by the physician they saw two weeks ago that their pump might be leaking and there was nothing they could do for her. It was reported that the patient's pump had flipped and had to be manually pushed back. It was reported that it was currently being held in by kinesiology tape. A dye study was done out of concern for the pump leaking and came back clear. It was confirmed that the patient was not symptomatic and imaging showed there was no pocket fill. The hcp stated that they believed there could be a leak because there was less in the pump than they thought. The patient does have a personal therapy manager (ptm). Hcp inquired about the battery on the pump and how long they are good for. Ts reviewed longevity of 7 years.